Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: capsular contracture of unspecified baker grade. The reported event or events are physiological complications, and device analysis typically does not help allergan determine the cause. Clarification to reported partial implant date - d6a: 2018.

Event description:
Patient reported of the left side device: capsular contracture of unspecified baker grade. The device remains implanted.